Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 18 february 2008. Expiry date: 01 february 2018. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty in equipping the end cap with the screwdriver during surgery for an intertrochanteric femoral fracture. Thereafter, the surgeon attempted to insert the reported end cap into the proximal end of the nail by hammering. Ultimately, another end cap was used. The other end cap was likewise difficult to insert; eventually, the end cap was inserted into the nail by hammering. The procedure was completed with a thirty (30) minute delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. This device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the device was received intact with the inside hexagon damaged. The outside thread and the tip of the guiding pin show wear. Because of the damage, the dimensions of the inside hexagon sw4 f10 cannot be verified anymore. All other measured dimensions were found to meet the specifications. The most probable root cause is excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.